Event description:
A hospital reported a complaint of high readings on precision pcx blood glucose meters. A female pt with type 2 diabetes was admitted to hospital with hypoglycemia. The pt was partially unconscious. A reading of 4.2mmol/l was obtained on a precision pcx meter and precision pcx plus test strips compared to a laboratory reading of 1.4mmol/l within a ten-minute timeframe. When plotted on a parkes error grid, the results fall in the 'a' zone. The difference in readings is not considered clinically significant. The pt was given glucose and then she responded. Further laboratory comparison test were performed within ten minutes on other precision pcx meters and other poc meters at the hospital. All tests were performed on the pt involved in the adverse event. The precision pcx results were plotted on a parkes error grid. Results in the 'c' zone show the difference in reading to be clinically significant. The following meter serial numbers have been cited; however, it is unk which of the readings in the table below were taken from which meter serial number. There was no report of death, serious injury or mistreatment related to these comparison readings.

Manufacturer narrative:
The meters are not available for investigation. The precision pcx plus test strips (lot #69wk4g) were returned. The returned test strips were tested with reference low control solution (lot #19622 exp: 31 mar 2009). The results of the control solution showed all values were within the assigned range (1.9 to 3.6 mmol/l) - see below. The readings complaint was not confirmed during product testing. Strip number: 1 , result in mmol/l: 2.7, strip number: 2, result in mmol/l: 2.9, strips number: 3, result in mmol/l: 2.8, strip number: 4, result in mmol/l: 2.7, strip number: 5, result in mmol/l: 2.8.